Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used in a procedure performed on (B)(6), 2025. During the procedure, the device broke and the metal part came loose. It was reported that it was possible to remove the detached part before it fell into the cavity. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.